Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was not able to duplicate the reported issue. However, the latch/lock flex sensor was identified to be defective. The flex sensor was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the battery was not holding charge, and the unit was not recognizing cassettes during testing. There was no patient involvement. Evaluation of the returned device identified a faulty latch/lock flex sensor.